Event description:
The patient received his scs system on (B)(6) 2010. It was reported that the patient never turned off the stimulation. He was incarcerated in (B)(6) 2011; the detention center took his charger and programmer away from him at that time. On (B)(6) 2011, the stimulator stopped on its own. On (B)(6) 2011, the patient was released from the detention center., and the programmer and charger were returned to him. The ipg takes longer to charge. The charger communicates with the ipg, but the programmer does not. The patient is planning on getting his ipg replaced. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.